Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned where it was discovered that the distal conductor was distorted. The inner insulation was kinked/buckled. The lead was stretched. There was blood on the helix mechanism, and the lead appeared damaged at implant.

Event description:
It was reported that during the implant attempt, there was difficulty positioning the lead with good thresholds. After several positioning attempts, the physician noted difficulty retracting and extending the helix. The lead was explanted and replaced. No patient complications have been reported as a result of this event.